Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the device was powered on with battery on, a low battery was recorded 2 hours and shut off one hour after prompting low battery and shutdown warning. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.